Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose. Reportedly the customer was reusing cartridge and occasionally was using cold insulin. Tandem technical support educated the customer that reusing cartridge and using cold insulin is considered off label per the tandem user guide

Manufacturer narrative:
Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.